Event description:
It was reported that during the carotid stenting procedure with the rx accunet in the mildly calcified, right internal carotid artery, the patient had a transient ischemic attack with expressive aphasia lasting thirty minutes. The patient was given intravenous decadron. The event resolved and there was no adverse patient sequela. The patient was discharged home the next day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known observed and potential adverse event as listed in the rx accunet embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.